Event description:
The needle broke off in the pt. The needle broke at the cannula part of the needle, not at the hub. The pt had to undergo a second procedure to remove the needle. The customer has the product but has declined to send it in. They have indicated that they would like to sent it to bd quality assurance at a later date.